Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet with a g7 sensor experienced persistent hyperglycemia after infusion set supply changes, including a glucometer reading of 522 mg/dl and cgm values around 400 mg/dl for approximately five hours, while using a steel cannula infusion set with 23-inch tubing; tubing was filled, the site was changed, delivery was resumed, and functionality checks showed the tubing and in-use site were working as intended. Symptoms included feeling ¿loopy.¿ outcomes included self-monitoring without medical intervention and no use of backup therapy or ketone testing. Investigation included remote troubleshooting and education regarding avoiding meal announcements as correction, with verification of proper tubing fill, infusion set change, and device delivery resumption. Investigation of this case revealed that the device and infusion set functioned as intended during testing, and the event was associated with user behavior of using meal announcements to correct high glucose rather than relying on correction dosing, which could contribute to sustained hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal-based correction behavior.